Event description:
The report stated that during surgery for breast cancer, the surgeon laid pencil on patient. The site suspects the pencil was still providing energy. They also said it may have just still been hot. Patient sustained minor burn on chest.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.